Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to a suspected device failure. The patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report. The manufacturer became aware upon receipt of the explanted device on (B)(4), 2011.